Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 34 mg/dl so treated with orange juice and orange tablet and blood glucose level was 254 mg/dl, 67 mg/dl and after 10 minutes, it was 337 mg/dl current blood glucose was 62 mg/dl. Customer was assisted with troubleshoot. The customer states self-test was successful. The insulin pump will not be returned for analysis.